Event description:
A physician placed a 5mm x 18mm palmaz blue stent (m#pb1850bss lot# 1534671) in the patient's celiac artery. When the patient started to have similar symptoms, a follow up exam about 10 months later discovered that the stent had been fractured. While attempting to plasty the stent the proximal portion of the fractured stent broke off into the abdominal aorta. A new stent was placed. The proximal portion of the fractured stent that was in the abdominal aorta was pulled down into the common iliac and using angioplasty was tacked to the wall of the vessel. During the procedure the physician did make the patient aware of the complication. The final position of the new stent and the fractured stent were deemed a technical success.